Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It has been reported that during a knee arthroplasty the screw of the augment block wouldn't insert into the femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
This follow up report is being filed to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device and review of photographs revealed damage to threads and ring gage. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends have been identified. Investigation results could not determine a definitive root cause with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.